Event description:
The customer reported the hd camera head image turned black during procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, image sensor failure and image disappearance were noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the hd camera head image turned black during an unknown therapeutic procedure. The device was inspected prior to use where no defects were noted. There was no patient harm or user injury reported due to the event. The procedure was completed using a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the user facility (b5).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a faulty charge coupled device unit, faulty cable, and b31 scope communication error were observed. The faulty charge coupled device unit caused image failure, and the faulty cable caused communication failure between the scope and the video processor, which resulted in a b31 error. However, the definitive root causes of the faulty charge coupled device unit and faulty cable could not be determined. Olympus will continue to monitor field performance for this device.